Event description:
It was reported the sideport detached prior to insertion into the patient. There was no reported injury to the patient.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation with the extension tube detached from the side arm port of the introducer. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection of the returned introducer revealed the extension tubing detached from the side arm port. Additional testing confirmed the presence of cyclohexanone solvent on the detached extension tube. The cause of the extension tube detachment from the sidearm is inconclusive.